Event description:
Additional information received on 3/11/2026 for report mw5183604 to update MFR.

Event description:
Stryker camera was not showing up on monitors, called tech support, switch out stryker boxes and still couldn't get it to work. Moved patient to a different room to do the surgery.